Event description:
It was reported that the cartridge was leaking from the cartridge pigtail. There was no adverse impact to the customer¿s blood glucose level. Customer changed the cartridge and successfully resumed insulin therapy.